Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 29-sep-09. Analysis of the device noted the buckle had evidence of surgical damage noted by separation and striations that may have been made to facilitate the removal of the device. The port tubing contained a linear opening with striations that may also be associated with the removal of the device. Evidence of coring and pulled material was found in the port septum and may have been caused by a coring needle. The port housing contained a non-penetrating nick likely to be caused by a needle. The lap-band had a curved opening with leakage. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."

Event description:
A lap-band erosion was reported.